Event description:
It was reported that the patient suffered a seizure and experienced difficulty speaking after initial deep brain stimulation (dbs) left lead implant. The physician confirmed his difficulty communicating was not device related. However, was likely due to an intraoperative seizure. Proper placement of the lead was verified with computerized tomography (CT) scan taken intraoperatively. The physician completed the procedure as planned and the patient has fully recovered.